Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The balloon was loosely folded with blood in the lumen. Microscopic inspection revealed a pinhole in the balloon material, 1 mm proximal of the distal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There is no indication the device was inflated over its rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified atrioventricular right coronary artery. An 8mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for pre-dilation. The balloon was initially inflated at 12 atmospheres; however, on the second inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a 2.0x8 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified atrioventricular right coronary artery. An 8mm x 2.50mm nc quantum apex balloon catheter was advanced for pre-dilation. The balloon was initially inflated at 12 atmospheres; however, on the second inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a 2.0x8 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.